Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). The type of error observed by the customer was not specified. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a ventilator error. No further details were provided regarding the type of error. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 25jan2019, date received by MFR: 23jan2019. Philips field service engineer (fse) confirmed main fault alarm. The fse replaced the central processing unit printed circuit board assembly to resolve this issue. The unit passed the performance verification test after the repair was complete.